Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) right ventricular (rv) shock lead impedance (sli) measurement of 128 ohms. Additional information obtained from the field representative indicated that the cause of the oor sli was not determined. The clinic will continue to monitor the patient. At this time, the crt-d remains in service. No adverse patient effects were reported.